Event description:
I should have never been told, "your vision can be improved too, sharpened a little". My wife had the appointment, I just went along. I told the dr I'm just her driver. After he made her eye best for near vision, better for distance by mistake. He then tried to make her eye best for distance now be best for near. This took a few tries, when I asked do we have to come all the way to (B)(6) each post-op, can't we see a doctor in (B)(6) he said again "your vision can be improved, sharpened a little". My new wife said, "if you can improve his vision I'll pay for it for his birthday". The first time the front wave machine would not fire, dr said something is wrong with my machine, we'll have to reschedule when I find out what's wrong. Then a man or sales rep helped him. My 20/25 was now 20/70. After giving it time, I asked can this be reversed? "Sure", the dr said, then he made my same eye 20/150; 2003, 2004, 2005, 2008, 2009.